Event description:
It was reported that during a procedure, one 3.50 x 22mm onyx frontier coronary drug eluting stent balloon burst. The balloon burst occurred during the first inflation when nominal inflation pressure was applied. The device was not moved or repositioned in the lesion while inflated. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and no excessive force was used during delivery. The lesion being treated was located in the mid right coronary artery (rca). It was also reported that another 3.50 x 22mm onyx frontier stent failed to cross and was not used inside the patient. There were no issues noted when removing this device from the hoop/tray. This device was inspected before use and negative prep was performed with no issues noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: initial reporter name provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.